Manufacturer narrative:
H3: no device was returned. The device history record was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Event description:
It was reported that the pump did not infuse, and it did not beep or display error codes. Reporter stated the pump had appropriately beeped at the end of the 46 hours to alert the patient that it was finished. Reporter states all lines and clamps from the pump to the patient had been appropriately attached, but air was observed in the bag inside the cassette and in the chemo line to the patient. The registered nurse had disconnected the patient without incident. When the registered nurse had taken the cassette and pump apart, no obvious defects or leaking was noted. A new pump was used to redo the 46-hour infusion. There was approximate a two-day delay in the patient¿s treatment. The continuous infusion rate had been 4 ml/hr, the reservoir volume 184 ml, and the pump had indicated that 184 ml had been given, but most of the chemo had still been in the cassette. The air detector and upstream sensor had been off, lock level 2. The pump was used to prime the extension tubing. The event occurred at the patient's home.